Event description:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on october 19, 2022.

Manufacturer narrative:
Correction: the previous MDR submitted on october 19, 2022 was filed inadvertently. No explantation or serious injury has occurred. This report is submitted on november 09, 2022.